Manufacturer narrative:
(B)(4). He lot 14h039 was manufactured between august 21, 2014 ¿ august 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) noted a white particle approximately 1.46 mm in length, floating in the fluid of the bladder. The particle was identified to be of acrylic material via fourier transform infrared (ftir) spectroscopy testing. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an elastomeric device contained particulate matter in the reservoir. There was no patient involvement. No additional information is available.